Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type . H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One osseotite® implant 4 x 11.5mm (oss411) was returned for investigation. Visual evaluation of the as returned product identified the implant had fractured at the top threads and blood and bone debris all over the implant from trephine removal. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review was completed for the subject lot number (784472). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (784472) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the fractured after being in patient's mouth for 12 years. Trephine was used to remove the implant. Patient had swelling after implant removal. Another implant has been placed.